Event description:
On (B)(6), 2007, this pt underwent repair of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On an unk date after (B)(6), 2007, a re-intervention a coiling of a lumbar vessel and placement of a palmaz in the distal right limb was performed for a possible type ii endoleak. A computerized tomography angiogram performed sometime before (B)(6), 2009, showed an interval increase in sac diameter, as well as a type iii endoleak. On (B)(6), 2009, a contralateral leg component was used to reline the contra side from the flow divider distally. All overlaps were ballooned with a pta balloon. Patient tolerated the procedure well.

Manufacturer narrative:
A review of the mfg paperwork for the lots is being conducted. Please note, additional devices used: (B)(4). Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.